Event description:
It was reported that t:slim x2 pump battery did not charge and customer received low power alerts and a power source alert on pump. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by switching from original charging cable to different cable, pump began charging, and technical support advised against ongoing use of non-tandem charging supplies, arranged replacement charging supplies, and no further assistance was required.